Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew suture passer needle broke off into the pt's joint space. The fragment was unable to be retrieved from the body. Because of this, the procedure was extended approx 45 mins; however, the procedure was concluded successfully without further issue or harm to the pt. Facility retaining possession of the complaint device.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.